Event description:
Pt fell while suing protonics knee device and sprained her opposite ankle. She sought medical attention and received demerol injection and used a splint and crutches, then walker boot.